Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2019 with the following findings: review of the black box data and pump alarm history confirmed call service 052 alarms recorded. On investigation, the pump powered on normally, completed the rewind, load and prime steps successfully, and was exercised for 12 hours without the occurrence of any alarms, errors or warnings. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored. Also unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation with moisture ingress into the pump at the site of the crack. Moisture corrosion was found inside the pump on the motor flex connector.